Event description:
The tech reported that after changing the brake steer caster he found the brakes not holding. The bed was located in the repair room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The tech found there was not enough tension on the brake pedals and the brake caster was still rolling. The brake caster, cable jumping bearings and stiffener plate were damaged. The tech found that the brake caster was worn due to normal use. The tech replaced the brake caster, bearings and stiffener plate to resolve the issue. Based on this info, no further action is required.